Event description:
It was reported that the patient with this neurostimulator was experiencing lack of efficacy from the implanted device for bladder symptoms. The patient noted mild discomfort at the ins site, specifically when sitting in a chair leaning against the device and reported left lower back pain. It was noted there was also swelling at the ins site. The physician has reprogrammed the device multiple times and advised that there is nothing further that can be done, leading to an intervention with a suprapubic catheter. The issues are ongoing, and the patient has yet to follow up with the physician for evaluation. The patient was hospitalized for 21 days due to an infection related to the suprapubic catheter. While antibiotic treatment was not explicitly confirmed, it is presumed that the patient received IV antibiotics during the hospital stay. Medical records were not available for review. The patient had the suprapubic catheter, but it was removed months ago due to infection. The patient was hospitalized for 21 days due to an infection related to the suprapubic catheter. While antibiotic treatment was not explicitly confirmed, it is presumed that the patient received IV antibiotics during the hospital stay. Medical records were not available for review. The patient reported a past infection but is unable to recall specific timing, estimating it may have occurred around (B)(6) 2025. The patient is under the care of a new urologist, who plans to place another suprapubic catheter. The patient's primary care physician referred them to this new urology practice. No further follow up is expected at this time, as the patient reported the device had not been effective. A prior urologist had suggested trailing the device as an alternative, but the patient has since opted for catheterization instead. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.